Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/ or require intervention include, but are not limited to, endoleak and aneurysm enlargement.

Event description:
On or about (B)(6) 2010, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The intraoperative imaging revealed a type ii endoleak. The physician elected to monitor the endoleak, and the procedure was completed. At time of the procedure, the aneurysm measured approximately 30 mm. On (B)(6) 2020, follow up imaging revealed aneurysm enlargement (the aneurysm diameter was approximately 40 mm) and proximal type I endoleak. A re-intervention is planned to place additional stent graft at proximal. It was reported that the trunk-ipsilateral leg component was placed at a severe proximal angle, and the leak might have been occurred from right side of proximal.